Event description:
It was reported by service report that the frame is bent causing a scale accuracy problem when fowler is lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bent frame.